Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 495 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and insulin was exited. The insulin pump will not be returned for the analysis. Frn-unk-rsvr, unomed mmt-399.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). The information provided in case severity with the initial report was incorrect. The correct information has been included with this report.